Event description:
It was reported that the hith routinely removed a patients PICC and securacath. Staff noticed the line was split from the 1cm marking to just past the 2cm marking. Notified vat lead. Noted that where the PICC split was likely in the channel of the securacath, not on either side. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter and a non-bd securement device returned for evaluation. The returned product sample was evaluated and a 2 cm long longitudinal split was observed in the catheter tubing between the 1 cm and 3 cm depth marker. The catheter appeared to have been compressed in this same region. The damage location suggested that catheter securement, access and maintenance techniques may have contributed, but no evidence was available which supported a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the hith routinely removed a patients PICC and securacath. Staff noticed the line was split from the 1cm marking to just past the 2cm marking. Notified vat lead. Noted that where the PICC split was likely in the channel of the securacath, not on either side. No other information was provided.